Manufacturer narrative:
The event date is approximate. Report source: the complaint was received from a consumer in (B)(6). Analysis results: the root cause of the customer's complaint is confirmed to be an issue with the shaft press fit.

Event description:
The consumer reported that the shaft of their child's 'sonicare for kids' toothbrush broke off into their child's mouth during use. No injuries were reported.